Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the por was cleared. Rep reported t hat surgical intervention has not yet occurred and has not been scheduled at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the internal battery was not charging and the patient was going to meet with their company representative (rep) on (B)(6)2017. It was noted that the patient was having difficulties reading their medtronic card due to having double cataract eye surgery. The event date was unknown. It was unknown if any troubleshooting/diagnostics/actions were performed. The outcome of the event was unknown. Additional information was received from a rep via a patient on 2018-mar-26. A trickle charge was needed due to patient compliance. The issue was not yet resolved. However, surgical intervention occurred. The patient lost more than 150 pounds and the ins moves around in the excess tissue. The patient also states that they have not charged in about 8 months. The patient¿s medical history includes chronic pain and they were noted to be alive with no injury. Additional information was received from the rep on 2018-mar-27. The patient was placed through 3 trickle barge cycles before the battery was recovered. The power on reset (por) was cleared. The patient was instructed to barge fully on the day of the report and watch on a daily basis for charge level. The rep reviewed quick guides for the programmer and recharger. The patient understood. They noted that they did not receive a recharger and programmer during their replacement which were all registered and provided to the patient and reviewed at their post-operative appointment. The patient had surgery last year but did not follow up on obtaining a recharger because of distractions. They were instructed on how to order a replacement device. The patient needs a pocket revision due to substantial weight loss and the battery moving a lot in the excess tissue. Once the por cleared, impedances were all within normal limits. The patient stated that their programming covers all painful area well. They will follow up at the clinic in one month and the patient has the rep¿s contact information for questions. No further complications were reported/are anticipated.